Event description:
During remote monitoring, episodes of noise resulting in oversensing on the discrimination channel of the device resulted in inappropriate shocks. Patient presented in-clinic, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
An event of noise resulting in oversensing and inappropriate shocks was reported to abbott. A software investigation was performed by reviewing session records and/or data logs provided from the customer. The report of unnecessary activation of ventricular fibrillation therapy assurance (vfta) for a sustained monomorphic ventricular tachycardia resulting in high voltage therapy was confirmed. The activation was due to intermittent oversensing on the discrimination channel. The device performed per specifications.